Manufacturer narrative:
. Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (won't power on) was confirmed. As received the monitor was intermittently able to power on. Upon investigation the j1 battery connector had a cracked solder connection at pin 5. The cause of the intermittent ability to power on was the cracked solder connection. The monitor enclosure was cracked, indicating physical abuse. The root cause of the cracked solder connection was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor (B)(6) and reported that the monitor won't power up.